Manufacturer narrative:
The sample was examined visually and functionally with no anomalies found. The device performed per specification with no leakage. The device history records for the possible lots were reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The clinic reported an issue with a lacrimal duct catheter during a procedure. The report stated that the alleged event occurred during a dacroplasty procedure and was inserted into the patient at the time. The report stated that the balloon portion of the device leaked and would not maintain pressure. As a result of the alleged issue, the device was removed and another one was used to successfully complete the procedure. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for evaluation.